Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the deaeration chamber of a prismaflex m150 set during the priming process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received, and photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the set deaeration chamber was cracked. White makes were visible on both sides of the chamber. Insepction of the actual sample confirmed the reported defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condirion was verified. The cause of the component damage was not determined. A nonconformanc was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.